Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7081040.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced premature battery depletion. The patient underwent a revision procedure to replace the implantable pulse generator (ipg). During the revision procedure while checking impedance measurements, there were high impedances discovered on one of the leads. The physician noted there was a bend in the lead and assessed that the lead may have been fractured, causing a short circuit to deplete the battery faster than normal. An attempt was made to utilize both channels on the ipg, but was unsuccessful in resolving the high impedances. The physician replaced both the ipg and the lead. The patient was doing well post-operatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced premature battery depletion. The patient underwent a revision procedure to replace the implantable pulse generator (ipg). During the revision procedure while checking impedance measurements, there were high impedances discovered on one of the leads. The physician noted there was a bend in the lead and assessed that the lead may have been fractured, causing a short circuit to deplete the battery faster than normal. An attempt was made to utilize both channels on the ipg but was unsuccessful in resolving the high impedances. The physician replaced both the ipg and the lead. The patient was doing well post-operatively. It was initially reported that the patient claimed they never received the elective replacement indicator eri message on the remote control prior to the battery depleting prematurely.

Manufacturer narrative:
Correction to initial MDR - block b5.

Manufacturer narrative:
Device technical analysis: the returned ipg sc-1416 serial number (B)(6) was analyzed and revealed that the ipg was at the end of service eos state upon receipt which was verified when testing the ipg with a remote control. The data analysis logs revealed that it reached elective replacement indicator eri and that the battery lasted roughly 124 percent of its theoretical lifetime. The estimated patient battery lifetime was 8 months and 19 days. This was above the estimated theoretical battery life of six months and 29 days. All impedance measurements were within expected range. The lead sc-2218-70 serial number (B)(6) was not returned despite multiple good faith efforts. As such, physical analysis has not been conducted in our laboratory. Labeling review: a product labeling review identified that this ipg was used per instructions for use IFU product label. Additionally, the wavewriter alpha prime ipg has a non-rechargeable battery. The longevity of the non-rechargeables ipg battery depends on the following factors, system impedance, use of cycling or burst settings, hours per day of stimulation, changes made by the patient to programmed parameters. It is possible to estimate the battery longevity of a new ipg based on usage over 12 or 24 hours per day with a selected program. The estimate is based on the settings of a program, the system impedance at time of estimation, and the hours per day of stimulation. These estimates will not reflect adjustments to stimulation parameters or changes in impedance. The estimate functions as a reference value to approximate the period that a new wavewriter alpha prime stimulator will last. Battery life is dependent on your stimulation settings and conditions. A product labeling review identified that this lead was used per instructions for use IFU product label. Additionally, system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced premature battery depletion. The patient underwent a revision procedure to replace the implantable pulse generator (ipg). During the revision procedure while checking impedance measurements, there were high impedances discovered on one of the leads. The physician noted there was a bend in the lead and assessed that the lead may have been fractured, causing a short circuit to deplete the battery faster than normal. An attempt was made to utilize both channels on the ipg, but was unsuccessful in resolving the high impedances. The physician replaced both the ipg and the lead. The patient was doing well post-operatively.